Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 2/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. Unrelated to the complaint, the bolus button is torn but functional.